Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The failure was found during evaluation of a returned sample. Additional investigation is required to determine the cause of the failure. Results of the investigation are expected soon.

Event description:
During evaluation of the returned device, the ultrasound image displays a dark spot on the left side of the screen.

Event description:
During evaluation of the returned device, the ultrasound image displays a dark spot on the left side of the screen.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of the image is dark was confirmed. The ultrasound image displays a dark spot on the left side of the screen due to an internal failure within the probe.